Manufacturer narrative:
(B)(6). Method: the complaint (B)(4) autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(6) where it was visually inspected. Results: visual inspection of the returned complaint device revealed a horizontal crack around the base of the chamber dome. The crack was observed below one port and stretched to the hinge bracket. Conclusion: we were unable to determine what had caused the cracking on the chamber dome. Every (B)(4) chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The returned chamber would have met the required specification at the time of production. Our user instructions that accompany the (B)(4) state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Do not use the chamber if the seals are not intact when received, or if it has been dropped. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that a water leak occurred between the dome and base plate of the (B)(4) vented autofeed humidification chamber. This was found during patient therapy. No patient consequence was reported.